Manufacturer narrative:
This supplemental report is to inform that, upon further review, this event is not a reportable malfunction. The initial medwatch reported that during device inspection, the colonovideoscope exhibited foreign material on the nozzle, probe cover, and connecting tube. Upon further investigation, it was identified that due to the defect, the customer was not able to properly reprocess the device before being returned to olympus. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material on nozzle, probe cover and the connecting tube. There were no reports of patient involvement.